Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the target lesion. However, upon 1st inflation at 10 atmospheres, the balloon ruptured at the proximal side of the target lesion. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a threader balloon catheter and a non-bsc balloon catheter. There was blood in the inflation lumen and balloon. The distal tip was damaged. The balloon was tightly folded. Microscopic examination of the balloon revealed two pinholes in the balloon wall on each side of the markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced to dilate the target lesion. However, upon 1st inflation at 10 atmospheres, the balloon ruptured at the proximal side of the target lesion. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.